Event description:
It was reported that the customer had high blood glucose. The customer's father stated that the insulin pump took longer than usual to deliver insulin. Customer's blood glucose was 460 mg/dl. Troubleshooting was done. Customer does not have the tubing clamp, advised customer will send one and to call back to continue to troubleshoot. . Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).